Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: incompatible scope, error code 315. A root cause could not be identified. Based on the results of the investigation, the reportable malfunction occurred due to electrical component failure, due to corrosion on plug unit, e315-scope err unsupported scope occurred, no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had no image. The issue was found during inspection for use. There were no reports of patient harm.